Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the customer faced rxverify request rejected. A technical support specialist (tss) gathered details on the rxverify request, and the pharmacy was contacted. After consulting with the pharmacy, it was concluded that user needed to wait for the medication order to fall off before making a new request. This occurred shortly after the call, and the staff were able to make the request successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had pharmacy verify request rejected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.